Manufacturer narrative:
The troponin t gen5 reagent lot number was 81185001 with an expiration date of 30-nov-2025. The customer verbally provided that the qc recovery was within the ranges. The alarm trace did not show any abnormality. The field service engineer found that the measuring cell needed replacement. He replaced the measuring cell. He then performed an instrument check, and the instrument was performing within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with elecsys troponin t gen5 assay on a cobas pure e402 analytical unit. Sample 1: initial result: 0.06 ng/l (accompanied by a data flag). Repeat result: 36 ng/l. Sample 2: initial result: 8.52 ng/l. Repeat result: 13.8 ng/l. The emergency room questioned the initial results as they did not match the patients' previous results and requested the samples to be repeated. The samples were then repeated at a different laboratory. The repeat results were deemed to be correct.